Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w 3.18e. Device was received without the original battery cap. Unable to verify damage to the battery cap. Device had a faded and stained serial number label. Device powered up properly after the test battery was installed. No blank display noted during testing. Device passed displacement test, sleep current measurement, active current measurement and self test. Device had corroded battery tube.

Event description:
Medtronic received information that battery cap cracked/damaged, labeling anomaly, blank display occurred. There was no adverse impact or consequence reported as a result of this event.